Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that a cardioversion attempt was made, and this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1004 indicative of low shock impedance and a short circuit condition. The crt-d then exhibited a code 1007 indicative of a charge time greater than 45 seconds. The battery status had unexpectedly depleted to end of life (eol) and the crt-d exhibited pacing inhibition. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and found that the measured right ventricular (rv) lead pace impedances had been out-of-range and low for the past year. Ts suspected rv lead damage. Ts discussed the fault codes and advised to replace the crt-d and the rv lead. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). Due to the patient's age, the physician elected to surgically abandon the high voltage terminal pin of the existing rv lead, and insert the pace/sense terminal pin into the crt-p. During the procedure, the rv lead was tested and found to have sufficient measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a 21 joule commanded shock was initiated. Another commanded shock was initiated which resulted in a charge time out fault (fault code 1007) and the device battery status moved to elective replacement indicator (eri) due to long charge times. A third commanded shock was initiated which resulted in a second charge time out fault (fault code 1007) and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was intact, however high-power imaging revealed that the internal high voltage fuse was discolored and deformed. The damage to the fuse most likely occurred during the delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the second and third high voltage charge attempt caused the device to declare eri and eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.